Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient had a clinical diagnosis of a moderated depressive episode. The patient experienced rumination, suicidal thoughts and loss of motivation. The patient visited their epileptologist and a psychiatrist. The ins was turned off. The event etiology was stated to be related to the programming/stimulation, medication and new illness/injury with worsening and exacerbation of existing condition. The event resolved without sequela on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the device was turned back on and reprogrammed on (B)(6) 2017. The event resolution date was updated to (B)(6) 2016.